Event description:
It was reported that the patient's right ventricular (rv) pace/sense/ defib lead had generated more than 5000 sensing integrity counts and that active oversensing could be seen while the patient was just sitting in the clinic. The vt/vf detections were disabled. It was later reported that the patient's lead was removed. A new lead was implanted. There were no patient complications reported as a result of this event. Further information noted that the removed lead was due to a subclavian crush.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, all insulators were breached due to clavicle rib crush, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the tip seal was observed to be out of position. (B)(4).